Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The rep reported that the patient had ¿dead batteries¿ and that the ¿new batteries were not working.¿ the rep added that it was assumed this was due to micro fractures. No symptoms were reported. 2020-sep-02 e1 (rep): the rep reported this was reported last year during the patient's replacement surgery. No new information.